Event description:
The customer reported pt was exposed, but unable to have images. One pt had to have one extra x-ray exposure, resulting in unintended radiation exposure.

Manufacturer narrative:
Pt gender info was not provided. (B)(4). Investigation is still in progress. If add'l info is received, a supplemental report will be submitted per 21 cfr 803.56. (B)(4).